Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> product code 150600004, work order (B)(4) was manufactured on 25-jan-2013. (B)(4) were manufactured per specification and all raw materials met specification. There was one nr related to this lot: nc-009682. Addition of a second associate visual inspection step at laser for all products lasered on (B)(4). This deviation has no correlation with the complaint failure mode. See the attachment for further details.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: added: a2, b5, b7, d11, h6 (no code available (3191) is used to capture the surgical intervention and medical device removal). Pc was re-evaluated on jan 2, 2020. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 16 aug 2019 was reviewed on 12 december 2019. (B)(6) 2013: the patient underwent left total knee arthroplasty secondary to left knee degenerative arthritis. No intraoperative complications noted. (B)(6) 2017: the patient underwent a revision of the left knee secondary to pain and suspected loosening. Intraoperatively, the surgeon discovered the tibial component was loose at the cement to implant interface. There were no intraoperative complications noted. Pmh: degenerative arthritis, left knee.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and tibial loosening. Loosening occurred at the cement/implant interface. Cement manufactured by depuy.